Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The electrode lead extruded in the eac through the perforation in the tympanic membrane. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an otitis media causing a perforation of the tympanic membrane (tm). Further the electrode lead was found in the external ear canal caused by the damaged tm. This is a final report.

Event description:
The electrode lead extruded in the external auditory canal (eac) through the perforation in the tympanic membrane. The user has been re-implanted.